Event description:
Patient received a pacemaker and is pacemaker dependent. Device switched to safe mode with automatic reprogramming and inability to interrogate and reprogramming the device due to malfunction. The safety mode results in 1) unipolar pacing vvi 2) unipolar sensing with max sensitivity at 0.25 mv this results in pacemaker inhibition since the high sensitivity in unipolar mode causes the pacemaker to see muscle potentials and mistakes those as heart activity. Patients has pauses documented of 4.8 seconds with resulting syncope and head trauma.